Manufacturer narrative:
Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the complaint device stardrive screwdriver 2.4 was returned to cq west chester for investigation. The device was visually inspected upon receipt. The rotary end cap of the screwdriver was missing and the handle had broken where the end cap attaches to the handle. Photographs of the device were received, and the findings were consistent with the defect identified in physical examination of the part. Document/specification review: the current revision of drawing was reviewed as lot number could not be identified from the device. T8 one piece screwdriver, 03_110_007, rev e handle, t8 one piece screwdriver, 03_110_007_1, rev a. Dimensional inspection: according to handle, t8 one piece screwdriver, 03_110_007_1, rev a, specified dimension: outer diameter of the handle: 30 mm ± 0.5 mm. Conclusion: the stardrive screwdriver was received broken with its end cap missing from the rest of the device. This could have happened during cleaning and sterilization of the part following surgery, but a definitive root cause was not identified during investigation. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review - a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, a screwdriver from compact distal radius set was broken and missing the back piece ever since it got small crack in it. When pushed, it broke apart. It is unknown when and where the issue was discovered. There was no procedure or patient involvement. This report is for (1) stardrive screwdriver t8. This is report 1 of 1 for (B)(4).